Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted. (B)(4).

Event description:
It was reported that the coil came out of the aneurysm during coiling procedure. An attempt was made to retrieve the coil with an alligator device, but without success. The physician was able to retrieve it with a micro snare but the existing coil mass had moved to the parent artery. No patient injury was reported as a result of the event.